Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: d2b (lit; dqy). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the atlas gold pta balloon catheter. During the procedure, the balloon was allegedly caught in the sheath during extraction. It was further reported that the balloon part fell out of the cate when it was pulled and it got caught on the sheath and the balloon part broke off. Reportedly, the entire sheath was pulled out and the balloon was successfully removed without remaining in the body. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was returned for evaluation. Upon visual inspection, the balloon catheter was received in two segments and along with an unknown brand sheath. Segment 1 consist of the balloon detached at the proximal end. The inner guidewire lumen portion was present within the balloon as well. Segment 2 consist of remaining catheter and y-hub. The inner gw was extending out from the outer catheter. The outer catheter was noted to be stretched. Due to the condition of the returned device such as detachment, functional testing for difficult to remove is not possible. Therefore, the investigation is confirmed for the reported detachment and removal difficulty as the device was received with complete detachment of balloon and shaft, which could have caused difficulty in removing through sheath. A definitive root cause for the reported detachment and removal difficulty could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (lit; dqy), g3, h6 (component, method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the atlas gold pta balloon catheter. During the procedure, the balloon was allegedly caught in the sheath during extraction. It was further reported that the balloon part fell out of the cate when it was pulled and it got caught on the sheath and the balloon part broke off. Reportedly, the entire sheath was pulled out and the balloon was successfully removed without remaining in the body. There was no reported patient injury.